Manufacturer narrative:
Samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. Returned quantity: 1 ea. Details of the event (timeline, history, etc.): some of the lines on a syringe can not be seen.